Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Reported event was confirmed by medical record review. Medical records indicated surgeon was unable to disengage the locking ring. After poly removed. No further issues with the locking ring. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address metallosis, elevated metal ion levels, in-vivo corrosion, pain, and tissue damage. Additionally the acetabular locking ring would not disengage. No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0002648920 - 2019 - 00593; 0001822565 - 2019 - 03357; 0001822565 - 2019 - 03358. Concomitant medical products: 00-6200-050-22 trilogy acet shell 50mm od cluster 61923934; 00-6250-065-25 bone screw 6.5x25 self-tap 62104309; 00-6250-065-30 bone screw 6.5x30 self-tap 62110385; 00-6310-050-32 modular cup 10 degree liner longevity 50/52/54x32 62092206; 00-7713-010-00 m/l taper kinectiv stem size 10 62101337; 00-7848-013-00 kinectiv modular neck p 62078079; 00-8018-032-02 12/14 cocr femoral head 32mm +0 62119850; 47-2255-008-01 ball tip guide wire 3.0mm x 100cm, sterile 62077774. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address unknown reasons. No further information available at the time of this reporting.